Event description:
A complaint of the implant exhibiting rapid battery depletion was received. A boston scientific technical specialist reviewed the implant's battery discharge profile and confirmed the reported complaint. Replacement surgery has been recommended.